Event description:
It was reported that the patient was not getting pain relief. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted. The explanted devices were discarded by the medical facility and will not be returned. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in five years prior the date the manufacturer became aware of the event. Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 14611684. UDI: (B)(4).